Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly and user interface assembly. Physio-control determined that the cause of the reported failure was due to the integrated circuit (ic) chip, designator u2 on the user interface pcb assembly which caused the board not to complete the boot-up. This caused the device to be stuck in a white screen.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the system pcb assembly and user interface pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device locked up during the daily user test. The device's display was completely white and defibrillation therapy would not be available when required. There was no patient use associated with the reported event.